Event description:
I have a resmed airsense 11 CPAP prescribed for my sleep apnea. I bought new soclean2 in (B)(6) 2025. It does not want to clean my CPAP. It always says "hose not present. Cycle will not run." I have e-mailed the company and received an adapter but still will not work. I went online to try to see if I had made the connections properly. My connection is done as per specified, but the soclean still gives me the same message. This machine is expensive, and I am stuck with a useless piece of equipment.